Manufacturer narrative:
The customer¿s experience burning smell (thermal event) was not was not confirmed during the visual inspection and testing failed to replicate a thermal event. An external and internal inspection was performed on pump module and no signs of burning smell or thermal activity was observed. A basic infusion was performed on the returned device for a 48hr period at pump¿s last infusion rate of 200ml/h successfully to verify device functionality. The infusion completed successfully and there were no observations of any thermal event. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode.

Event description:
The customer notified bd with a report of the device having a burning smell. Although requested, there were no further details or information provided.